Event description:
It was reported that a patient underwent an exploratory laparotomy procedure on an unknown date. A week later, on (B)(4) 2014, the suture broke and the patient underwent another operation to re-close. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch (B)(4). In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.